Manufacturer narrative:
Analysis found insulation abrasion at 6.9-7.2cm from the tip electrode consistent with that caused by friction to another implanted device. Inside-out abrasion was observed at 12.3-13.0cm from the tip electrode and at 13.2-17.2cm from the tip electrode. The re and rv cables were exposed at these locations but the etfe of each one was not abraded.

Event description:
It was reported pace/sense portion of the lead was capped and replaced due to poor sensing values. The lead was later explanted due to infection which was reported on the (B)(6) 2011 summary report.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Device evaluation anticipated but not yet begun.